Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a cardiac computed tomography scan on (B)(6) 2019 that showed signs of twisting of the outflow graft. The patient also had bullous changes in both lungs, chronic bronchitis, and dilation of the left ventricle. The patient had a catheterization of the right and left heart and balloon dilation of the outflow cannula with maxild balloon on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted computerized tomography (CT) images confirmed a potential obstruction to the outflow graft, a specific cause for the obstruction and duration for which it was present during pump support could not be conclusively determined through this evaluation. The images were unable to depict an outflow graft twist. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bullous change in the lungs and chronic bronchitis could not conclusively be established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) states that the distal end of the graft is designed to be cut to the preferred length, and sutured to the ascending aorta by an end-to-side anastomosis. A reinforced tube serves as a bend relief around the outflow graft to prevent kinking and abrasion. This document contains information on preparing the sealed outflow graft and instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.